Event description:
Home pt (hp) contacted baxter's tech svc ctr (tsc) for assistance in ending the hp's homechoice treatment early. Reportedly, hp disconvered a leak in one of the lines of the homechoice set the hp was using with their homechoice device. The leak was reported to be "2-3 feet away from the hp". After the leak was noted, hp ended treatment early. Rn reported that hp suspects the cat to have punctured the line of the homechoice set, but prophylactic antibiotics were not necessary due to the medication hp was already taking. No pt injury or medical intervention was associated with this incident per hp's rn.